Event description:
I had hernia surgery (B)(6) 2015 at (B)(6). Saw the doctor and he said I had some fluid there and I can go back to work on (B)(6) 2015 with no restrictions. Then I was putting an a2 couch on the belt which you have to lift up a little to put it on. An a2 is a long couch. When I did it, I felt at my belly button like a balloon going up blown then released. I said not again. Was hurting ever since. This was in last (B)(6) 2015 or (B)(6) 2016. Burning, stinging and needle like poking me at my belly button. I quit work cause couldn't do it anymore. So I stopped lifting for months, (B)(6). I moved on (B)(6) 2016. It started back up again when I would lift the same pain. Now I have the pain same not doing anything. I weighed (B)(6) then I went to the doctor and told dr. (B)(6) what was going on that my eating has dropped to 1/2 egg 1/2 toast 1/2 sausage. I get sick when I eat and my stomach blows out. Then I told him about my bm that I go every 3-4 days and wide as my thumb and thin as 7 sheets of paper put together. I never had this problem and when I go on the 3rd or 4th day to have a bm I would go 7 times in 2 hours then it starts all over again. So dr. (B)(6) put me on on dansetron 4 mg tab 3 x daily as needed. I only eat twice a day small amounts to begin with. Now I'm back at (B)(6) but started getting sick on my stomach again. Also put me on docusate sod 100 mg caps 2x daily. I go every day now with no problems if I don't take it my troubles with bm starts up again. Here is a picture of where the cut was made and how it gets red and inside of my belly button. It took 2 months before I had a reaction to the statins. Well the doctor ordered a CT scan. On (B)(6) had it done. His nurse called me on (B)(6) and said the CT scan shows nothing wrong that everything is fine. So I asked why I still have burning, stinging and feels like needles poking me at my belly button. She said that I was having muscle spasms. Well muscle spasms go away this doesn't. Then she said we need to check your colon for ibs. This is the mesh I have in me ventralex st umbilical mesh manufacture bard/davol hog 602463 lot # huy 10837. This mesh can cause ibs it's made from polypropylene by bard and it's subsidiary davol inc. So I called the numbers on t.v. Of lawyers for hernia mesh (B)(6) 2010. Told the lawyer what's going on and what dr. (B)(6) had to put me on. Said that I have bowel obstruction since I never had this problem until the mesh was put in. Also told the pain burning, stinging and needle like sticking me at my belly button. Lawyer said it could the mesh asked me if it itches outside or inside. I said inside cause it won't stop. Even my belly button itches inside really bad that I want to rip my stomach out. I have to sleep on my sides and back. Can't sleep on my stomach like before the pressure hurts like a sewing machine needle stocking me. My family and boyfriend are very concerned cause they see what's happening everyday. I'm getting a different doctor on this mesh cause what's going on isn't right it's not muscle spasms. I talked to my friend that's an ex-detective he was wondering why I couldn't sit still and was holding my stomach. So I told him he looked at it and said it's red you're not having muscle spasms, the doctor is trying to cover his butt. Dr. (B)(6) put the wrong lot # it's huyj0837 not huy10837. I haven't even received my report of the CT scan, it's not even on my file. I even asked to see it and a copy. All I got was we'll send you a copy of the report. Makes me wonder now what's he going to put in it. I still can 't do any lifting cause it hurts. Dr. (B)(6) told me to look for a job with no lifting. This doesn't help the needle sticking me in my belly button nor the stinging. I have an attorney on the mesh and sent them a picture of my stomach. Thank you, (B)(6).